Event description:
A pt complained of knee pain and subsequent MRI scans indicated that the tibial component had loosened. The knee prosthesis was originally implanted approx 3 years ago. The surgeon performed a revision surgery to replace the knee prosthesis using another MFR's knee system.